Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the distributor in brazil that during an unknown surgery on (B)(6) 2022, it was observed that the end piece on the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device was not burning enough to stop the blood. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received in juarez laboratory. Visual inspection revealed that the electrode is in normal condition, the electrode tip shows signs of activation. The cable is in good condition as well as the connector and pins. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For further investigation on the functional test, the electrode was sent to the manufacturer for further evaluation. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the device, the device was not returned in the original packaging, the distal tip is in a used condition. Also, residue visible in suction tube and no visible damage to handle, cable or plug. The complaint could not be substantiated with the returned device successfully passing the electrical and functional tests. A DHR review has been performed for the complaint device lot number no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and no correction or containment action has been implemented. The customer reported fault the radio frequency end piece was not burning enough to stop the blood during the procedure could not be confirmed. Testing at the supplier shows the returned device successfully passed electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device lot number (u2105113), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.